Event description:
It was reported that pump declared cartridge change error that had occurred about three weeks earlier but was resolved when customer changed cartridge and successfully loaded new cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer completed load process, resumed insulin delivery, and no additional corrective actions were reported.